Manufacturer narrative:
Dtmc2d4 crt-d implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited reproducible oversensing and artifact.  It was indicated that a fracture progression could not be ruled out.  The rv lead was reprogrammed and remains in use.  No patient complications have been reported as a result of this event.